Event description:
Pt was implanted with vocare bladder system in 2001. Inflammation at site of implanted stimulator and cable noted during first week after implant. Pt was treated with intravenous vancomycin for 5 weeks and inflammation has since resolved. Pt is using the vocare bladder system. This report is considered complete and no follow-up report is planned.